Manufacturer narrative:
Eval result: drive assembly.

Event description:
It was reported by svc report that the zoom drive is intermittent. It is unk if there was pt involvement, however no adverse consequences are reported.